Manufacturer narrative:
The user facility further reported that pre-cleaning at bedside is being performed after procedure (less than five minutes) using septozym cleaning detergent. During the manual cleaning process, a disposable mediglobe cleaning brush is used to clean the instrument channel from the suction cylinder to the connection plug-brushing back and forth three times. The valve cylinders/operating channel inlet is brushed using a pentax cleaning brush brushing back and forth three times or until more debris is observed on the bristles of the toothbrush. The scope is reprocessed in the automatic endoscope reprocessor (aer) machine. The aer disinfection process is for twenty minutes. The bottle of water is reprocessed for insufflation via manual disinfection/autoclave. All accessories are removed from the endoscope prior to drying and hung vertically in a dedicated storage cabinet. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oit) was informed by the user facility that after a routine microbiological test, the evis exera iii gastrointestinal videoscope cultured positive for pseudomonas aeruginosa (<10ufc). As per procedure, the scope was reprocessed and the scope cultured positive for pseudomonas aeruginosa (>=100 < 1000ufc). The washing tanks and endoscope machine tested negative. No patient death, injury or infection has been reported. The device was returned to olympus (B)(4) for further testing.

Manufacturer narrative:
This supplemental report was submitted to provide additional information. The scope was sent to an external laboratory for microbial testing. The reported pseudomonas aeruginosa could not be duplicated as the test results confirmed no growth of microorganisms from the culture test on the subject device. The scope was sterilized and returned to the regional repair center for a physical evaluation. The scope was inspected and passed all inspection tests. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the complaint history for the facility indicates a similar event which noted the the following: - reprocessing conducted by the user was deviated from the reprocessing recommended in IFU. - contamination occurred at microbiological sampling. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, the user' s insufficient reprocessing cannot be ruled out as a contributing factor. As stated on the reprocessing manual and as a preventative measure, the manual states ¿reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device.